Manufacturer narrative:
Manufacturer's investigation conclusion: the review of the log file retrieved from the system controller serial number (B)(6) revealed events where the controller lost power while connected to a power module. The log file contained routine events recorded from the time stamp of day 252, 11 hours and 9 minutes to day 256, 22 hours and 49 minutes when a complete power loss was recorded, and the controller clock was reset to 0 days, 0 hours and 0 minutes and the pump speed was 0 rpm. There were four additional power loss events recorded and after the last event the system operated for approximately 1 day, 2 hours and 42 minutes before the pump was intentionally stopped and the driveline was disconnected. The associated voltage levels indicated that the power loss events occurred while the system controller was connected to a power module; however, the specific root cause was not able to be determined. The power module was not returned for evaluation. Per the additional information, the hospital will not provide any additional information related to the event and the power module will not be returned. The power module serial number was not provided. The patient handbook (rev. D), operating manual (rev. F), and instructions for use (rev. B) cover all alarms (visual and audible) on the system controller and what action should be performed when they do occur. The patient handbook provides instructions for exchanging power sources and warns that at least one system controller power lead must be connected to a power source at all times. If both power leads are disconnected at the same time, the pump will stop. The patient handbook also contains an emergency response checklist. The patient handbook advises the user to call the hospital contact person if there is any questions or concerns regarding the heartmate ii lvas equipment including the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device information was requested but was not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The event date has been estimated. It was reported through log file evaluation that multiple incidents of complete power loss were captured while the patient was connected to their power module. The clock reset. After the last incident, the system operated for approximately a day before the patient underwent a routine transplant on (B)(6) 2022.